Event description:
Service tech documented in siebel that customer is asking for repair on their unit that has sensor board failure. On the 16th january 2020, a note was received from the deport repair indicating that the unit has been returned it was noted that there was patient involvement. Incident details read "patient has had a bolt in since 12/15.icp readings noted not to correlate with philips central monitor. Alarm on camino sounded with a "sensor board error message e2057." Unable to silence alarm. Neurosurgeon was not happy with malfunction and had to reinsert a bolt on an ICU patient with icp issues." *note - natus only became aware of additional issues with malfuntion upon receipt of note on the 16th january 2020.

Manufacturer narrative:
Datea of event corrected to (B)(6) 2020 as this is when natus became aware of potential adverse event. DHR review unit has passed all the required tests. No manufacturing defects or non-conformances were observed. CAPA review no associated capas with this batch. Complaint history was reviewed. 2 previously confirmed "repair" complaints within the past 2 years. (B)(4). A review of the cam02 medical device hazard analysis (table b) identifies the hazard situation as "inaccurate or unavailable icp measurement" based on complaint failure of "unit has sensor board failure." The risk level is considered negligible. This determination is based on the information received by the customer. Information received by the depot repair stated that there were no issues found with the sensor board. It was confirmed that the unit was functioning as intended. The complaint could not be confirmed. This issue will be continued to be monitored.

Manufacturer narrative:
Justification for not providing below information and applicable sections: patient information - no patient injury reported, device malfunction occurred. Date of event - date of event requested from the customer but information not yet provided. Relevant tests / laboratory data - this section is not applicable as no patient injury occurred. Other relevant history, including preexisting medical conditions: this section is not applicable as no patient injury occurred. Suspect products - not applicable. Serial # - this section is not applicable as the medical device does not have a serial number. If implanted date (mm/dd/yyyy) - this section is not applicable as the medical device is not implantable. If explanted date (mm/dd/yyyy) - this section is not applicable as the medical device is not implantable. Reprocessor name and address - this section is not applicable as the medical device is not a single-use device that was reprocessed or reused on a patient. Concomitant medical products and therapy dates (excluding treatment of event) - this section is not applicable to this type of device. For use by user facility / importer - not applicable as we are not a facility or importer of device. If nd, give protocol # - this section is not applicable as the medical device is not ind. Adverse event terms - this section is not applicable to medical devices. If remedial action initiated , check type - this section is not applicable as no remedial action was initiated. If action reported to FDA under 21 usc 360i (f), list correction / removal reporting number - this section is not applicable as there was no action reported under 21usc 360i(f).

Event description:
Initial complaint on the (B)(6) was for a sensor board failure. Upon receipt of note from the deport repair indicating that the unit has been returned it was noted that there was patient involvement. Incident details read "patient has had a bolt in since 12/15. Icp readings noted not to correlate with philips central monitor. Alarm on camino sounded with a "sensor board error message e2057." Unable to silence alarm. Neurosurgeon was not happy with malfunction and had to reinsert a bolt on an ICU patient with icp issues."